Event description:
The customer observed falsely elevated architect insulin results for one patient. The following data was provided: 0-hour insulin result was >300 uu/ml (customer reference range was 4-18 uu/ml). 30-minute insulin result was 10.4 uu/ml the customer found two other samples drawn with the 0-hour sample and the results were 7.8 uu/ml and 8.3 uu/ml. The customer did not send out the results greater than 300, and the customer reported according to the 7.8uu/ml result. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Testing was performed to evaluate the assay performance using file kits of likely cause lot 64821lp47. The test run met the validity and acceptance criteria. The customer¿s issue was not confirmed. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect insulin reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect insulin results for one patient. The following data was provided: 0-hour insulin result was >300 uu/ml (customer reference range was 4-18 uu/ml). 30-minute insulin result was 10.4 uu/ml the customer found two other samples drawn with the 0-hour sample and the results were 7.8 uu/ml and 8.3 uu/ml. The customer did not send out the results greater than 300, and the customer reported according to the 7.8uu/ml result. No impact to patient management was reported.